Event description:
It was reported that the screen had a whitish bubble and hazy and was having trouble reading it. The device was returned for analysis..

Manufacturer narrative:
S/w ver. 5.2a retainer ring = black case type = ngp. On (B)(6) 2022 customer reported that the lcd screen is hazy and has a whitish bubble. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratches on the lcd window, cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, missing serial number label, cracked middle (enter) keypad button, scratched keypad overlay, pillowing keypad overlay. The scratches on the lcd window are minor; the user is able to read and navigate the menus. Unit passed displacement, and self tests. No missing segments/partial displays, white displays, flashing displays, gray/faded displays, or unexpected display anomalies were noted during testing. Did not see any whitish bubbles on the display. Although the scratches on the lcd window makes the display look slightly hazy, the user is able to see the menus underneath. Thus software was utilized and uploaded trace/history files properly. The adapt tool does not list any pump error that could potentially trigger a critical pump error whatsoever. After visual inspection, the battery compartment is corroded. In summary, customer¿s report that the lcd screen is hazy and has a whitish bubble was not confirmed during testing. Due to the corrosion seen inside the battery compartment, however, the unit does not meet specification. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.